Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Upon review by the manufacturer's investigation unit, the inform base unit showed signs of an electrical short. The connector pins are charred, and the plastic housing in the area is melted. No adverse event reported. Suspect device was returned and replacement sent.